Event description:
The lay user/pt contacted lifescan alleging that the meter does not countdown with the alleged test strips. Customer stated that the test strips with a different lot number worked with the meter. The issue was unresolved with troubleshooting. The pt's meter and test strips were replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.